Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 201 mg/dl.